Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit was over heating. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h10, h11 corrected fields: h6(health effect ¿ clinical code) additional information : e1(event site postal code (B)(6) it was reported that during use, the cardiosave intra-aortic balloon pump (iabp) had temperature (overheated) related malfunction. There was patient involvement but no harm reported. The getinge field service engineer (fse) found overheating occured but no recurrence was observed. Long-term running test (1 week) conducted and returned for clinical use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.